Manufacturer narrative:
The device was not manufactured in the us. Evaluation of this device is to be performed at the manufacturing facility. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the implant surgeon that the patient had an unanticipated revision surgery, because the insert disassociated eight months after implantation.